Manufacturer narrative:
Per customer, the sample was collected in a plastic greiner lihep tube with a gel separator and visual appearance of the sample was normal. No other results or assays were noted to be in question at this time. Qc was within specifications on the date of the event. Event logs provided by the customer indicate ultrasonic surface detection failed which indicates that the cta was delivering insufficient sample to the system. Biomedical technician at the customer lab performed service on this instrument following this event and found the syringes on the cta were leaking and replaced them. The customer has not noted any additional events since the hardware repair was made to the cta. A system check was performed on (B) (6) 2008 that passed specifications. Even though ckmb results are unlikely to be the basis to initiate or withhold treatment, in this event, the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report. (B) (4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous ckmb result, generated by the synchron lx I 725 clinical system for one patient sample. Customer tested a patient sample for ckmb and obtained a result of 50.8 ng/ml. Another sample obtained from this patient gave 2 results of 0.0ng/ml and one result of 64.9ng/ml. The erroneous result was not reported outside the laboratory. There was no patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.